Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) implanted with another manufacturer's implantable defibrillation lead, exhibited a high out of range shock impedance measurement greater than 125 ohms. The local field representative reported that the measurement occurred during an unrelated surgical procedure. All subsequent measurements were stable and within normal limits. This product remains implanted and in service. No adverse patient effects were reported.